Event description:
It was reported that eri status was noted via home monitoring approx. 64 months after the implantation. The exchange is planned. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
On 30 aug 2022, received notification that device was explanted on (B)(6) 2022

Manufacturer narrative:
30 aug 2022 received notification that device was explanted on (B)(6) 2022. The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it was reported that the device was disposed by the hospital after explant and it will not be returned for investigation.